Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
The report is from the sapphire study. The patient was a male, with a history of tia, pta, prior stent placement in the left carotid, severe pulmonary disease, hyperlipidemia, copd, CABG, smoking, diabetes, coronary artery disease and hypertension. The target lesion was the left proximal internal carotid. Pre-procedure, the lesion was 80% stenosed. Lesion length was 15mm and diameter was 5mm. The lesion was moderately tortuous and eccentric. After pre-dilation with an aviator plus balloon, a type b dissection occurred. A precise rx 8 x 20 was deployed at the target lesion. During the procedure, an angioguard rx, size 6 basket, was unable to track the lesion. The patient was discharged the following day.